Event description:
It was reported that the patient had a tumor in the right side thalamus near the tip of the implanted lead. It was noted a revision was possible for radiotherapy near the lead site due to the oncology process. The patient had less than 50% therapy relief at the lead site. It was noted that impedance testing was performed, but the results were not provided. Reprogramming was also performed. The patient status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant: product ID 3389, lot# unknown, implanted: 2008-(B)(6), product type lead. (B)(4).